Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and the load was verified via x-ray. The valve was deployed to 80%. It was determined to be too deep and was recaptured and readjusted. The valve was redeployed to 80% and an angiogram was performed. The depth of the valve appeared to be at 3 millimeter (mm) on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc). The e-catheter was against the inner curve of the aorta. The implant team felt that the valve would adjust itself upon release. The implant team proceeded with the deployment of the valve; turning the deployment knob slowly and applying forward pressure on the catheter in attempt to minimize movement. Upon release the valve depth was -1 mm on the ncc, 3 mm on the lcc with greater than mild paravalvular leak (pvl). A second valve was loaded and verified via x-ray. The second valve was implanted just below the first valve. The valve depth was 2 mm on the ncc, 4 mm on the lcc and the pvl improved to trace-mild. No additional adverse patient effects were reported.